Event description:
Country of complaint: (B)(6). Thread broke during surgery.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened pouch and 1 opened/used. There are no previous complaints of the code batch. (B)(6) of this code batch were manufactured and distributed, there are no units in stock. Tightness test to the closed sample received has been performed and the unit is tight. Knot pull tensile strength of the closed sample received was tested and the result fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.